Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following fields for corrected information: d2a and d4. Refer to the following fields for updated information: g3, g6, h2, and h10. The d2a and d4 fields have been updated to provide corrected information. Product serial number was not available so the UDI remains unknown.

Manufacturer narrative:
Based on the current information, the root cause of the patient¿s post-operative complication cannot be determined. There is no allegation that a malfunction of da vinci system, instrument, or accessory occurred. If additional information is obtained, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted prostatectomy procedure, a port site hernia was identified and as a result, the patient underwent a subsequent bowel resection procedure. However, at this time, the root cause of the post-operative complication is unknown. There is no allegation that a malfunction of a da vinci surgical system occurred.

Event description:
It was reported that about a week after undergoing a da vinci-assisted prostatectomy procedure, a port site hernia was identified resulting with exposure of the patient¿s bowel. As a result, the patient underwent a bowel resection procedure. The patient was reportedly elderly and was noted to have a thin abdominal wall, long-term habitual constipation, and a history of abdominal hernia. According to the initial reporter, the da vinci-assisted prostatectomy procedure was completed without any problems. There were no reports that a malfunction of a da vinci system, instrument, or accessory had occurred. At the end of the procedure, sutures were ¿securely placed to ensure closure of the incision site.¿ although the root cause of the post-operative port site hernia could not be determined, the surgeon commented that ¿a significantly high intra-abdominal pressure may have been applied.¿ furthermore, the surgeon stated, ¿when the incised peritoneal membrane was closed, suture placement could have been shallower, but the closure site was carefully checked to see if it was properly closed. A possible cause is that after the surgery, some activities of the patient¿although they cannot be identified, may have increased intraabdominal pressure.¿ the patient reportedly recovered and was in ¿good condition.¿